Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental reports.

Event description:
It was reported that, "inconsistency in the setting time of the cement."